Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20aug2019. The manufacturer¿s international service technician confirmed the reported airflow issue. A gas delivery system (gds) assembly was replaced. A gas delivery system (gds) assembly was return for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (u1) in the air flow sensor . This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator was failing the flow test during performance verification testing. There was no patient involvement.